Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a patient receiving fentanyl (dose 500.0mg/day, concentration 2400mg/ml) via an implantable pump. The indication for use was stenosis. The patient stated that beginning (B)(6) 2015, the pump was alarming/beeping; patient added that she let the pump run out because she was tired of having to drive 8hrs every 3months for a refill. Patient asked if the alarm could be turned off and was told that the health care professional will have to turn it off. The patient's last refill was (B)(6) 2015. Additional information has been requested regarding the resolution of the event but was not available as of the time of this report. If additional information becomes available, the event will be updated